Event description:
It was reported prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the surgeon noticed arcing while using a handheld covidien valleylab pencil (bovie pencil), causing a minor skin burn to the patient. The surgeon was also burned. The surgeon stated the grounding pad was inspected prior to use, noting no issues or defeats and was properly placed on the patient. The surgeon was using the bovie pencil for only a few seconds to control skin bleeding at the initial incision site. While activating the erbe electrosurgical unit (esu) it was noticed to have a greater than usual patient effect and arcing. This resulted in a minor skin burn to the patient and the surgeon was burned through two pairs of gloves. No additional excision of the burned tissue was needed and there were no post operative complications due to the event. The surgeon stated the normal settings at the start of the case default to 3 cut and 3 coagulation. The bovie pencil was plugged into the erbe esu in the bottom port on the vision side cart (vsc), with settings of 4 cut and 4 coagulation. The staff continued with the case but was recommended by the an intuitive surgical, inc. (Isi) technical support engineer (tse) to power cycle the erbe esu as a preventative measure. The staff power cycled the erbe esu, replaced the bovie pencil, the active electrode tip and the grounding pad. Peak power levels on the erbe esu were decreased for the duration of the case. The tse reviewed the error logs but found no related issues. The procedure was being completed as planned.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed a system test drive but could not replicate the reported problem and no problem was found when energizing a same model bovie pencil with the erbe esu. The system was tested and verified as ready for use. Review of the system logs, showed there is nothing to suggest fault with the system. The logs were reviewed from before and after the procedure, and there have been no other events that would suggest faults related to the reported event.